Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged sdi (serial digital interface) cable could not be identified. However, it¿s likely the cause is related to the sdi cable being stepped on and moved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, an olympus field service engineer (fse) evaluated the device onsite and found that the serial digital interface (sdi) video cable was run on the floor around the room to a monitor on the other side of the room in a heavy traffic area. The customers¿ allegation could not be duplicated during the onsite evaluation, the fse informed the customer that the sdi cable could be damaged from being stepped on and moved. The customer was having their maintenance company install a new cable in the ceiling to replace the old cable in the ceiling that was no longer working. The fse informed the customer that if the issue still occurs, it may be an issue with the endovue unit ¿ the sdi cable comes from the cv-190 then connects to an endovue unit, then goes to the monitor so the endovue monitor unit could be causing the video to drop out. The other output from the cv-190 goes to their recording system and the video source to the computer from the cv-190 does not drop out, which concludes that the cv-190 was not the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
In speaking with the olympus technical assistance center (tac), the customer reported to olympus, the evis exera ii video system center image goes black when connected to the endovue monitor. The customer has replaced all the cables, she requested an olympus field service engineer (fse) be dispatched to further troubleshoot. The issue was found during an esophagogastroduodenoscopy and colonoscopy, the intended procedure was completed with the same device with a two-minute delay. There were no reports of patient harm.